Event description:
It was reported to philips that detector replacement required acceptance test scheduling on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the detector and returned the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).